Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-12406. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Reference manufacturer report: 1627487-2018-12406. It was reported that patient had undertaken surgical intervention on (B)(6) 2018. The leads were cut and new leads were implanted. Effective therapy was restored post-op.